Event description:
During the programming session, impedance measurements performed on right side showed 10 electrode channels in high impedance status. Patient's family reported that she had fallen and hit the right side of her head in (B)(6) 2015. The audiologist reported there was a healing scar on the right. She also fell and struck the left side of her head in (B)(6) 2014. In situ measurements for the left side are wnl. A follow up appointment with the surgeon will be scheduled.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During a programming session, impedance measurements performed on right side showed 10 electrode channels in status hi impedance. Patient's family reported that she had fallen and hit the right side of her head in (B)(6) 2015. The audiologist reported there was a healing scar on the right side. She also fell and struck the left side of her head in (B)(6) 2014. In-situ measurements for the left side are within normal limits.